Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of snow in the image is unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device was serviced, tested and returned to the customer. A history review of serial number (B)(6) showed two other similar complaints from this serial number. The previous complaint evaluations for this serial number (B)(6) were: 1. Unconfirmed as the failure could not be reproduced (reference: MDR number 3006260740- 2019-01929). 2. Confirmed, root cause is internal failure (reference: MDR number 3006260740- 2020-00247).

Event description:
Per tm - customer is complaining about snow in the image and 'psycho' operation.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed two other similar complaints from this serial number. The previous complaint evaluations for this serial number (B)(4) were: unconfirmed as the failure could not be reproduced (reference: MDR number 3006260740-2019-01929). Confirmed, root cause is internal failure (reference: MDR number 3006260740-2020-00247).

Event description:
Per tm - customer is complaining about snow in the image and 'psycho' operation.